Event description:
It was reported that patient underwent a carotid endarterectomy on (B)(6) 2024 and suture was used. During the suturing of a bovine patch, one needle from a double-ended 7/0 prolene detached from the thread and was lost. The aforementioned suture was replaced with another double-ended from the same batch and the same thing happened again. This also happened a third consecutive time; three detached needles from three separate sutures. All missing needles were located. There was no harm to the patient. Surgeon expressed concern about potential future harm. Further information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -how were the needles retrieved? - please provide more details about the "potential harm in the future". To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-02533. 2210968-2024-02535.